Event description:
The customer's mother reported that the insulin pump is no longer making audible sounds. Troubleshooting was performed. The insulin pump passed the self test. The customer's mother was unable to perform the high pressure test bacause she did not have a tubing clamp.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.